Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device replacement. Pre-procedure interrogation revealed the right ventricular lead (rv) exhibited high capture threshold. A venogram was performed to determine venous patency. The procedure was rescheduled. The rv lead was capped and replaced on (B)(6) 2021. The patient had no complications and was discharged.